Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/21/2015. The fse found that the light scatter preamplifier was defective. The fse replaced the amplifier, which repaired the errors. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported laser offset errors from the coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.